Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion: 24-off-label use [anterior endothelium chamber depth < 3.0 mm (2.87 mm)]. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_12.6 diopter -10.50/+0.50/x002 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.